Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/20/2015. The fse found the tubing became disconnected from the blood sampling valve (bsv). The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.